Manufacturer narrative:
No parts have been returned to the manufacturer for analysis. Device manufacturing date is unavailable. Lot number is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial biopsy procedure. The issue occurred intraoperatively and delayed the surgery by 5 minutes. It was reported that during a vertec biposy the site used two of the precision aiming device's (pad's) but one would not tighten and the other had a screw that would not tighten. The small screw arm that secures the 2.2 adapter to hold biopsy needle would not screw tightly and hold the adapter or needle. The site was able to get their backup pad's to continue the case. The surgery was completed with navigation and there was no impact on patient outcome.